Manufacturer narrative:
A technical analysis of the returned instrument and a review of the manufacturing history were conducted to evaluate whether there was any deviation that could account for the reported event. The complaint instrument was returned with the guide wire still inside the guide wire lumen. The guide wire was stuck and could not be removed. The investigation confirmed the unreleased stent. The stent is shifted towards the proximal stent stopper and the proximal x-ray markers and have been pushed against the proximal stent stopper, causing a deformation of the distal outer shaft. The inner shaft is compressed next to the metal tube (close to the cutting unit), most likely causing the blockage of the guide wire. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspections. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation.

Event description:
Ous MDR - it was intended to treat a long sfa lesion. Stent could not be released. During withdrawal of the pulsar-18, the guide wire was also removed. The patient is a (B)(6) year old female.